Event description:
A malfunction alarm was reported, specifically malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump; the issue did not recur afterward. The customer was advised to continue using the pump and to call back if any further issues arise, which the caller acknowledged and understood.